Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device septum came unglued during use and lifted up at the rim. This occurred with 7 devices, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, during the maintenance of catheter and pushing needle in nurses of hospital, it was found that once the infusion connector is connected to the syringe, the septum was lift up, the separation membrane and the connector was separate, and there is a risk of infection.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device septum came unglued during use and lifted up at the rim. This occurred with 7 devices, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, during the maintenance of catheter and pushing needle in nurses of hospital, it was found that once the infusion connector is connected to the syringe, the septum was lift up, the separation membrane and the connector was separate, and there is a risk of infection.